Manufacturer narrative:
Device was used for treatment, not diagnosis. Canavese, f. Et al (2016) displaced tibial shaft fractures with intact fibula in children: nonoperative management versus operative treatment with elastic stable intramedullary nailing. J pediatr orthop 36(7): 667-672. This report is for unknown intramedullary nail, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article, canavese, f. Et al (2016) displaced tibial shaft fractures with intact fibula in children: nonoperative management versus operative treatment with elastic stable intramedullary nailing. J pediatr orthop 36(7): 667-672. A study was performed on 80 consecutive children, 56 males, 24 females from 2 institutions, with displaced and closed tibial shaft fracture with intact fibula. In total, 26 patients from institution I (group a; 32.5%) were treated surgically by elastic stable intramedullary nailing (esin), whereas 18 patients from institution I (group b; 22.5%) and 36 patients from institution ii (group c; 45%) were treated nonoperatively with closed reduction and casting. Fracture was first reduced by closed manipulations under fluoroscopic control, then 2 same-diameter intramedullary elastic nails ((B)(4)) were introduced through a 0.5to 1 cm incision just below the proximal tibia growth plate at the proximal tibial metaphysis. The nails were then advanced beyond the fracture site. One fracture displaced during orthopaedic treatment (group b) and needed closed reduction and esin stabilization under general anesthesia. The fracture eventually healed without any further complication. No other complications were observed in any of the 3 groups. This is report 1 of 1 for (B)(4). This report is for an unknown synthes intramedullary elastic nails.